Manufacturer narrative:
Device was received with a down intermittent button response. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button anomaly and alarmed for stuck button. Customer¿s blood glucose was 84 mg/dl. Customer stated that they did not press a button down for 3 minutes or longer. Customer was advised discontinue use of the pump and refer to back up plan. Insulin pump will be returned for analysis.